Event description:
It was reported to philips that system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected it has been identified that the event details have been reported to philips in error. Philips has identified that the reported issue did not occur on the azurion system but on a magnetic resonance ingenia 3.0 t r11 system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred on a magnetic resonance ingenia 3.0 t r11 system, which has led to the determination that this is a non-complaint. Based on re-evaluation, this non-complaint is not reportable. The codes were updated based on the investigation outcome.